Event description:
Boston scientific received information that the lead safety switch on this right ventricular lead was triggered after high impedances were noted. After re-setting the lead safety switch normal impedances were noted. At this time the lead remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Additional information recieved noted that during a follow up this patient presented with pocket stimulation. A follow up took place, and to date this lead remains implanted.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.